Event description:
It was reported by hvt sales representative mike medina (tx) that a 6900p, size 27mm was explanted due to severe calcification and stenosis. The valve was originally implanted in 2004, but unsure of the exact explant date, explant was in 2009. The sales representative will try to obtain an operative report from the surgeon. Device is not available, it was discarded. Aware date is being used as the occurrence date until the exact explant date is provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation, device was discarded.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.